Event description:
Peripheral intravenous line (piv) placed, vascular access gained. Attempted to thread catheter and patient complained of pain. Upon removal of piv catheter, it was noted that tip was kinked and when flushed there was a 2nd hole in catheter. This required a second intravenous line (IV) placement which results in additional discomfort for the child. IV catheter saved for inspection. Braun-introcan safety IV catheter, 24g ref 252500-02, expiration: 01-02-2029, lot 24b12g8315.